Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager who performed the pm replaced the batteries. The iabp then passed all testing and was released back to the customer for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. No patient was involved and no adverse event was reported.